Event description:
A falsely elevated ctni result of 0.83 ng/ml was obtained on a sample from a patient. This result was not reported. The specimen was retested and a result of 0.07 ng/ml obtained. Additional testing on the specimen was performed on a different analyzer and a result of <0.04 ng/ml obtained. The erroneous result was not reported to the physician. There was no report of adverse health consequences to the patient. Analysis of instrument data indicates a non-customer maintenance issue. The device was serviced by a dade behring representative and the problem resolved.